Manufacturer narrative:
The technician reconnected the ground wire at the fuse junction to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the ground reading was outside of tolerance. No pt impact.